Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support for elevated blood glucose, with a reading of 226 mg/dl following a full supply change, and the user was unsure which infusion set type was in use. Symptoms included hyperglycemia. Outcomes included no reported injury, no alarms, and no hospitalization. Investigation included review of available data and attempt to retrieve device reports for trend assessment and verification. Investigation of this case revealed no device alarms or confirmed device malfunction, and the cause of the hyperglycemia remained undetermined due to limited information about the infusion site and set type. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.